Event description:
A consultant was contacted by the hospital on (B)(6) 2012 to deliver a synthes wrench set for an ex-fix. The procedure was performed december 7 2012 for an explant of the distal radius fixator. The procedure was performed in the cast room of the ER. The surgeon was unable to loosen the clamp, and a call was placed to the consultant. The consultant placed a call to the or and asked them to bring the screw driver to the emergency room needed to remove the clamp. The surgeon did not wait for the screw driver and was eventually able to remove the clamp. The sales consultant reported that he received a call from the patient directly stating that she had a horrible experience, the procedure took three hours and she was in excruciating pain throughout the procedure. The sales consultant reported the phone call to his sales manager. The sales consultant also spoke with the surgeon on (B)(4) 2012, who confirmed that he removed the clamp with an allen wrench and does not remember if the screwdriver was delivered to him. He said that the procedure did not take three hours but did not say how long it actually took. He did say the patient was having a lot of pain as it was being removed. This is 2 of 2 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.